Event description:
It was reported that the rv (right ventricular) lead appeared to be fractured. Additional information received indicates the lead is still in use, but it is to be replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. Performance data collected from the device was analyzed. Rv (right ventricular) impedance trends were steady. No anomalies were found with the rv lead.